Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and also had under delivery . The customer¿s blood glucose was 22 mmol/l at the time of the incident and current blood glucose was 17.2 mmol/l. The customer¿s blood glucose was 22.5 mmol/l, 20.6 mmol/l and 20 mmol/l. The customer was treated with syringes. The customer alleges pump was under delivering because his blood glucose had been high all day without eating. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The reservoir will not be returned for analysis.